Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the device found that there was no stent on the sds. The stent was not returned for analysis. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum stent profile for the complaint device at the time of manufacture was within maximum crimped stent profile measurement. The sds was returned but there was no stent present on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed appearing as if positive pressure was applied to the balloon. This would have initiated stent detachment. Visible contrast medium was also evident inside the balloon body. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. A review of the synergy ous manufacturing processes and manufacturing data for the returned device was performed and no anomalies were noted. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28-sep-2017. It was reported that advancing difficulties were encountered. The 85% stenosed, 16x30mm, eccentric, de novo, with a >45 and <90 degree bend target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Pre-dilation was performed using a 2.5x15 emerge balloon catheter. A 3.00x16mm synergy¿ drug-eluting stent was advanced but device was unable to reach the lesion. The device was removed from the patient's body. The procedure was not completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment. It was further reported that the stent was dislodged inside the patient during the procedure and the stent was removed together with other devices.